Manufacturer narrative:
D3: correction. D9: 23-jan-2025. H3: one device was received for analysis. Visual inspection showed the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log showed medium alarm silenced: pump settings and patient data lost. Functional testing was performed and the customer reported issue was confirmed. The cause was the main board. Preventative maintenance was performed to correct the issue, including replacement of the main board.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was returned for a repeat repair due to error code 41786. There was no patient involvement. The issue was discovered during testing.